Manufacturer narrative:
The ruby coil was implanted in the patient; however, the pusher assembly has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using a ruby coil, a ruby coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, while advancing the ruby coil through the microcatheter, the physician experienced resistance and the ruby coil unintentionally detached within the microcatheter. It was reported that the physician was unable to retrieve the detached ruby coil. Therefore, the physician used another ruby coil to push the detached ruby coil from the microcatheter into the target location and the ruby coil was successfully implanted. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed the embolization coil was detached and revealed that the pusher assembly was fractured. If the device is advanced against resistance, damage such as kink and subsequent fracture of the pusher assembly may occur. If the pusher assembly is fractured, the pull wire will retract out of the pusher assembly distal tip and allow the embolization coil to detach. The detached embolization coil was not returned for evaluation. Based on the reported complaint, the root cause of resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.